Event description:
Customer reported that the tip of this drill split inside a pt. The issue occurred with two more drills resulting in 2 to 3 pieces remaining in the pt. Reporter confirmed that 3 drills broke during this procedure and that 2 or 3 of the flutes remain in the pt. She was unsure how the surgery was completed, but thought another drill may have been used. Bone quality of pt is unk. It was confirmed that this was the first use of these drills as they do not typically reuse them. There are no current plans for a second procedure to remove the broken pieces. Surgeon experienced a delay of approx 1 hr as a result.

Manufacturer narrative:
Five opened and one unopened drill was returned. Two of the opened drills were not broken. The three broken drills were scratched and scored approx halfway down the shaft. All were broken around the mark line. One had the remaining material tip rolled over. The remaining two were uneven shears indicating uneven forces being applied. Issue appears to be related to the technique used, as forces are evident, however, a firm conclusion could not be made for reported device failure.